Event description:
A customer reported an event of a "very strong odor" emitting from the sterrad 100s sterilizer when it is running cycles. The customer stated a few healthcare workers experienced reactions of "buring of throat and eyes." The reactions lasted a couple hours. The hcws did not receive any medical attention/treatment and "are no longer experiencing symptoms." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2012.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed and the catalytic decomp filter was replaced. Unit meets specifications and was returned to service on (B)(4) 2013. (B)(4).

Manufacturer narrative:
Correction: sex is unknown. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (august 2012 ¿ february 2013) did not reveal a significant trend. (B)(4). The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.